Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing disassembled into two pieces, was confirmed. The service technician/specialist observed that the top housing had separated from the bottom housing at the weld. The unit was received in two pieces. As this device is not repairable, it was not returned to the customer.